Event description:
This pt offered no complaints pre-treatment. 1-1/2 hrs into his treatment he complained of an upset stomach and vomited. The dr. Was notified and compazine 5 mg was ordered and given. The pt felt better and he stayed on his full treatment. Aafter his treatment he was seen by the physician and blood work was drawn. He was then sent home. Later that night he did not feel well and went to the hospital where he was admitted.pre-treatment the dialysis machine would not go into conductivity. The staff member switched wands in the jugs and the machine went into conductivity. It was double checked with the hand held meter. It was later discovered that the machine went into conductivity with ro water in one jug and acid in the other jug. This is the reason the MDR is being filed on the machine.